Manufacturer narrative:
(B)(4).

Event description:
Procedure type: rectum resection. According to the reporter: inserting the device was not smooth. It was found the tip of the device was chipped. The chipped part could not be found. No bleeding was reported. No tissue damage was reported. Operating time was not extended more than 30 minutes. No pt injury was reported.